Event description:
It was reported by repair work order that the customer alleged that the brakes were not working. Upon inspection of the unit by the service technician, it was identified that the brakes would not engage properly.